Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer ro complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the position of the cam when valve mechanism was received was 110mmh2o. The valve was visually inspected no defects were found. Some light traces of biological debris were seen in the needle chamber, but this does not seem to be causing any problem with the flow. The valve was irrigated no occlusion was noted. The valve was leak tested and no leaks were found. The complaint was not confirmed. Review of the history device records confirmed the valve conformed to the specifications prior to distribution. A root cause could be determined due to the fact the no crack or leak was found with the valve. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
Crack and leak in the reservoir of the valve. They discovered the problem by testing the valve. No delay was reported. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer ro complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.